Event description:
Kimberly-clark received a report from the (B)(6), stating, "the sutures snapped when pulling down the fasteners." There is no mention of patient injury in the complaint. Exact lot number was not known. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history records for lots aa1186r21, aa1038r03 and aa1087r05 were reviewed and the product met manufacturing specifications. The device was not returned to kimberly-clark for analysis. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned to kimberly-clark by the customer.